Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm after delivering a bolus. The alarm was cleared and insulin delivery was resumed. The customer's blood glucose (bg) level was 55 mg/dl around dinner time and the customer was trying to "figure out the correct settings on the pump". The customer indicated that a healthcare provider would be contacted to discuss the settings.